Manufacturer narrative:
E1 - facility name - (B)(6) hospital. E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source was unable to light a lamp. There were no reports of patient harm.

Event description:
No additional information received from customers.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp malfunction temperature sensor malfunction. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp malfunction temperature sensor malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.